Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with this inflatable penile prosthesis experienced inflation issues. A replacement surgery was performed in which the physician confirmed the device was not fully inflating and maintaining inflation. The device was removed and replaced. There were no patient complications.